Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11616. (B)(6). It was reported that unstable angina and stenosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was located from the proximal left circumflex (lcx) extending to distal lcx with 90% stenosis, and was 56mm long with a reference vessel diameter of 2.5mm. The target lesion #1 was treated with pre-dilatation and placement of 2.25x28mm and 3.00x28mm promus element ¿ study stents. Following post dilation, the residual stenosis was 0%. The target lesion #2 was located in the mid left anterior descending (lad) with 85% stenosis, and was 20mm long with a reference vessel diameter of 3.0mm. The target lesion #2 was treated by placement of a 3.00x20 mm promus element ¿ stent. Following post dilation, the residual stenosis was 0%. Three days post procedure, the patient was discharged on clopidogrel and other unknown anticoagulant. Twenty one days from the index procedure, the patient underwent staged procedure 2. The target lesion #1 for staged procedure 2 was located in the mid right coronary artery (rca) with 85% stenosis, and was 28mm long with a reference vessel diameter of 2.5mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.50x38mm promus element ¿ stent. Following post dilation, the residual stenosis was 0%. Three days later, the patient was discharged on other unknown medication. In (B)(6) 2017, the patient presented with an unstable angina and was hospitalized on the same day. Two days from the onset of symptoms, coronary angiography was performed which revealed an 80% distal stenosis in lcx. Two days later, the 80% distal stenosis in distal lcx was treated with percutaneous coronary intervention with 0% residual stenosis. The patient underwent drug balloon dilatation. Four days after, the event was considered to be recovered/resolved and the patient was discharged on the same day.